Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer visited physician regarding high blood glucose event. Customer was unable to control the high blood glucose. High blood glucose readings for two weeks. The blood glucose reading at the time of the event was 242 mg/dl. Customer requested a replacement insulin pump. The current blood glucose reading is 196 mg/dl. Nothing further reported.